Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home in hospice care. The customer was hospitalized on (B)(6) 2020. The cause of death was liver cancer, and chronic obstructive pulmonary disease. The caller stated that the customer had liver cancer, chronic obstructive pulmonary disease, and chemical fire in the lungs that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The insulin pump had been disconnected more than 48 hours prior to passing, as the customer was still getting basal insulin and going low. The customer was not using sensors. The caller declined to return the insulin pump for analysis.